Manufacturer narrative:
References the main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: catheter. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4). The silicone port has many gashes that would not be left by our refill kits¿. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving infumorph with concentration 10 mg/ml at a dose rate of 1.0 mg/day via an implantable pump for malignant pain. It was reported that a family member of the patient called the implanting physician on (B)(6) 2016 stating she believed something was wrong with the patients pump site. The office staff insisted she come to the office to be checked. When arriving in the office the physician noticed a severe infection with drainage. The onset/date of the event was unable to be obtained. Immediately following the observation of infection, the physician made plans to remove the device. He took a culture and sent the patient to be admitted to the hospital with anticipation for the removal surgery the next morning. The last refill was performed on (B)(6) 2016 and no infection was noticed at that time. The pump and complete catheter were explanted on (B)(6) 2016. The devices were not replaced. It was noted that the infection was from the pump pocket to spinal segment. There was speculation that the patient was trying to access her own pump causing infection. It was indicated that the silicone port has many gashes that would not be left by our refill kits. The surgeon sent the spinal segment of catheter for pathology. The issue was resolved as of the date of the report (2016-04-22). The patient was without injury regarding the status as of 2016-04-22. Other medications (oral, etc.) The patient was receiving at the time of the event was unable to be obtained. The pump was returned to the manufacturer for analysis on 2016-05-12. The patient's medical history included terminal breast cancer.

Manufacturer narrative:
Analysis of the pump revealed no anomalies. Analysis of the catheter revealed no significant anomalies, though the sutureless connector was damaged at explant. Result code and conclusion code no longer apply. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.